Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced arrythmia due to a right ventricular automatic threshold (rvat) test. Technical services (ts) reviewed and offered programming changes. A shock was delivered and successfully converted the rhythm. This crt-d remains in service. No additional adverse patient effects were reported.